Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
End user is stating that the push nut is missing from her walker, she is not able to fold it because it is not working. Unit was provided to her by the hospital in (B)(6) 2015.